Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l implant at l4/5 on (B)(6) 2024, pdl was placed below a fused level, the fusion was also completed on (B)(6) 2024. After surgery it was found that the implant was off of midline 4-5mm laterally. The surgeon revised the patient and corrected placement of the implant in a second surgery on the same day. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed as during the revision surgery the implant position was corrected and the device remained implanted in the patient. No imaging was provided to show the implant off of midline. No anomalies associated with the complaint were identified during the investigation. The revision surgery was completed due to the device being placed off of midline, which was likely due to surgical technique. The submission is 2 of 3 devices involved in this event.

Event description:
A patient was implanted with a prodisc l implant at l4/5 on (B)(6) 2024, pdl was placed below a fused level, the fusion was also completed on (B)(6) 2024. After surgery it was found that the implant was off of midline 4-5mm laterally. The surgeon revised the patient and corrected placement of the implant in a second surgery on the same day.